Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the hp was keeping the clamp on the patient line closed during prime. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting, explained the alarm and advised to report the alarm to the nurse next morning. The hp to finish that night's therapy manually. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the hp regarding the reported problem, it was found that the hp had forgotten to open one of the clamps during priming and did not open it quick enough, so there was air when he started. The hp notified his nurse. The hp said he was able to resume therapy using new supplies and that he had not had any problems since. No patient injury or medical intervention was reported.